Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via am implantable pump for spinal pain. It was reported that the patient's pump was turned off because it was not working and "there's something wrong with it".  The date of the event was not specified. It was further noted that the pumprequires a revision surgery. It was noted that a dye study was performed a few weeks ago and there was a company representative there. The name of the company representative was requested at the time of the report, but was not provided.  It was further indicated that the healthcare provider submitted all the paperwork and was waiting on pre-authorization from the manufacturer.  The patient was looking for someone who could assist in pre-authorization. The patient was to follow-up with their healthcare provider.